Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/02/2008. Feedbar connectors. Eval summary: the analysis results found that the el5ml device was returned with the feedbar connector subassembly broken. The instrument was cycled and pear shaped one clip and did not release the remaining clips due to the found condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.